Event description:
Per the legal claim and medical records, pt presented with redness and pain in the emergency room and was treated for conjunctivitis. At the follow-up visit pt was diagnosed with keratitis secondary to contact lens wear and treated with steroids and antibiotics. The condition resolved with right sub epithelial corneal scarring. Per the lab reports, contact lenses cultured positive for fusarium species. The pt subsequently consulted for chronic drying, photosensitivity and foreign body sensation which was attributed by the treating physician to the fungal infection and required treatment with punctum plugs and cauterization. Pt was advised to discontinue contact lens wear and to refrain from having laser refractive surgery in the future. On examination the va was 20/20 with glasses.